Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number : 19376294, model/catalog description: coveredge 32 surgical lead kit 50 cm. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was causing discomfort and was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively.